Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation it was found that the platen was visibly bent and damaged, causing the free flow event to occur. The damage to the platen was caused by impact damage. The curlin pump does contain a warning label that states "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use."

Event description:
The initial reporter stated that the pump "delivered the full amount sooner than it was set to." During follow up calls from an mmdg clinician it was stated that the patient had to be given narcan and phenylephrine and was transferred to the ICU. The biomedical technician that mmdg's clinician spoke to did confirm that the platen on the pump was visibly bent, and that they were not able to fully close the platen over the administration set, but was used in spite of that. Mmdg's clinician was unable to learn what the patients condition was after the event. (B)(4).